Event description:
Pharmacy received a call from the patient's unit nurse with a request for atipamezole, the reversal agent for dexmedetomidine. Further inquiry then revealed that a bag of dexmedetomidine was hung and set to be infused by the smart pump (alaris infusion pump) per guardrail settings. The infusion duration was supposed to be over a minimum of 60 minutes however when the nurse returned to the pump about 2 minutes later, she realized that the entire bag had been infused in less than 2 minutes. The pump was quarantined, send to biomed department then bd was contacted. A case has been opened with bd with case number # (B)(4). The pump has been sent back to bd for full investigation. FDA safety report ID# (B)(4).